Manufacturer narrative:
Model #: mc1vr01-delsys. Return date: (B)(4) 2020. Dev rtn to MFR? Yes. Product event summary: the full delivery system was returned with the device intact in the device cup. Returned product analysis was performed and no anomalies were found. The delivery system inner shaft was mechanically kinked/bent at 1.5 cm from the distal edge of the recapture cone. Visual analysis of the delivery system indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 14-jan-2021, serial#: (B)(4), UDI #: (B)(4). Device return to MFR? No. Mfg date: 17-jul-2019. Label for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) pericardial effusion, perforation and tamponade were observed during the second deployment of the device. Pacing failure at high outputs was also observed. Drainage and a thoracotamy were performed causing the leadless ipg to dislodge from the free wall. A blood infusion was carried out due to loss of blood. A tranvenous system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.